Event description:
(B)(4) not long after I was implanted with these devices I started having serious back pain, heavy periods, and body wide pain, later on down the road I found out about all of these medical conditions that I now have, such as fibromyalgia, cervical disc disease, ankylosing spondylitis, polymorphic light eruption, and as of (B)(6) 2016 I have had to have a total hysterectomy. After ny hysterectomy my lupus like rash has disappeared and so has the polymorphic light eruption.